Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that cardiosave intra-aortic balloon pump (iabp) had ECG acquisition-la lead fault. Changed consoles. No patient harm and injury reported

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) experienced a ECG acquisition-la lead fault. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d1, d4(version or model #, catalog #, serial#, unique identifier (UDI) #), d9, d10, e1(event site telephone, event site email), g3, g6, h2, h3, h6 (type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit and was able to confirm the reported malfunction. Upon arrival pull the fse pulled the logs and performed functional test no issue found, try to duplicate issue, unsuccessful to create duplicate issue. Explained to customer could be bad ECG cable or wasn¿t properly seated. Run unit for a while no issues found, return unit to customer for use. The (fse) changed the consoles and was able to resolve the issue. The fse conducted functional and safety checks to meet factory specifications.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: e3(occupation).